Manufacturer narrative:
MDR 3003442380-2026-20280 / initial 2 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced cannula issues on 19 feb 2026 as the cannula was bent which led to high blood glucose level and diabetic ketoacidosis and patient was admitted to the intensive care unit and treated the high blood glucose levels with intravenous fluids of saline and insulin.